Event description:
This rv lead was implanted on (B)(6) 2017, and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018, stating that it sounds like there might be a non- capture. There was a single pacing impedance up to 1700 ohms. Minute ventilation was noted, to be in passive. Which it should not have been. The potential intrinsic signal seen on the strip shows an rv rate around 30 bpm and a sign of low impedance. A representative reports, the rv output has been increased to 5.0 volume. The following physician was dr. (B)(6) at (B)(6) clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).